Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluations: analysis of the returned device identified: opening curved on anterior, crease fold and brown particles outer device. Leak test and microscopic analysis was performed which identified: striated opening on anterior and opening crease smooth on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. An opening crease smooth on anterior assessed as fold flaw opening additional, changed, and/or corrected data: a4, d9, h3, h6.

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.